Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The winn guide wire is being reported under a separate medwatch report number. Evaluation summary: evaluation of the returned balloon catheter found blood on the shaft and on the balloon, consistent with the unit being advanced into the anatomy as reported. There was contrast in the inflation lumen and in the balloon and the balloon was loosely folded, consistent with the reported information that the balloon had been inflated. As reported, there was a bend in the inner member 5 mm proximal to the distal marker. There was no other damage noted to the balloon catheter. The guide wire used during the procedure was not returned. Measurements of the unit were taken. A full length mandrel was backloaded through the balloon catheter with no resistance noted. A laser micrometer was used to measure the tip entry profile, which met the manufacturing criteria. During functional testing, a new guide wire was backloaded through the balloon catheter straight with no resistance noted; then with the catheter looped twice with no resistance noted. The winn guide wire was not returned for analysis, which would have aided in determining a cause for the resistance and the units becoming stuck. However, based on the reported information, it appears that during the attempt to advance both devices to the posterior tibial artery, which was reported as heavily calcified, the distal ends of both units kinked causing the two to become stuck. Additionally, any pushing and/or pulling motion can also cause the guide wire coils to off-set, which would also contributed to resistance between the armada catheter and the winn guide wire. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, the lesion site was described as highly calcified which likely contributed to the reported difficulties. Overall, the reported difficulties appear to be related to case circumstances and there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. All balloon catheters are subject to a visual inspection. Additionally, the profile dimensions are confirmed by visual and dimensional checks on the manufacturing line before release.

Event description:
It was reported that during a procedure of the anterior tibial artery, the winn guide wire was advanced but became 'stuck' at the distal end at the target lesion. The armada was advanced over the guide wire in an attempt to get better support but the guide wire remained stuck. The armada was inflated at the proximal end of the artery without issue. Both devices were attempted to be advanced to the posterior tibial artery but could not pass the first curve of the artery. The guide wire alone was attempted to be advanced but became stuck with the balloon. Both devices were removed from the anatomy as a system. Outside the anatomy it was noted that the tip of the armada and the winn guide wire were bent. There was no reported adverse patient effect. Though requested, no additional information was provided.